Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrodes on her back. The patient described the irritation as itchy and reported that other areas were starting to get irritated. The patient's doctor advised her to use cortisone 10. The patient was also using unscented water based lotion. Follow-up indicated that the treatment for the irritated skin was "helping some".